Event description:
It was reported by the patient that she underwent a sling procedure, a hemorrhoidectomy and rectocele repair on (B)(6) 2012. Immediately following the surgery, the patient could not move her right leg, which resolved after two days in the hospital. The patient experienced pain in the right upper leg by the groin. She also had discomfort with urination, was still leaking urine, and the urine stream was to the right immediately post operatively. The patient was discharged on cipro. The discomfort continued for two weeks until she had her first post operative visit and was diagnosed with a urinary tract infection and started on a sulfa medication. Two days later, the patient was started on pyridium due to continued pain. Approximately a week later, she was diagnosed with another urinary tract infection and was started on an antibiotic and vesicare. The pain continued and she was seen by another surgeon in the office who noted an erosion in the vaginal wall. The patient also had blood in her urine. Both the original surgeon and the surgeon's partner recommended the sling be removed, as they believe the device is too tight. The patient is awaiting a surgery date.

Manufacturer narrative:
(B)(4) infection occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.